Event description:
During a remote follow-up, post-paced t-wave over-sensing (pptwos) was observed on the device. The device was replaced due to an elective replacement indicator (eri). The patient was stable.